Manufacturer narrative:
The insulin pump was received with a partially broken reservoir tube lip and a missing reservoir tube o-ring. A test reservoir was installed into the insulin pump and the reservoir did not lock in place due to the broken reservoir tube lip.

Event description:
The customer reported via phone call that her reservoir will not lock into the reservoir compartment. The patient's blood glucose at the time of incident was 157 mg/dl. Troubleshooting was initiated and the customer confirmed that the reservoir opening was cracked. The customer stated that she had dropped the insulin pump and damaged it. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.